Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had did not receive a low battery alert prior to the replace battery now alarm and power error. The blood glucose at the time of the incident was 247 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
No reservoir icon anomalies noted during testing. No unexpected failed battery test alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and selftest.